Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a screen that was frozen on a clear screen that showed the device version on the right hand corner. The customer stated that he was really confused about the rewind process. He noted that the battery ran out, so he replaced the battery, just before observing the stuck screen. He requested assistance with programming the basal rates and was aggravated that the programming process was not easier. The blood glucose reading was unknown. Nothing further reported.